Event description:
A surgeon reported that during and intraocular lens (iol) implant surgery, she was not seeing correctly and by mistake she implanted an iol in sulcus rather than in the capsular bag. After surgery the pt experienced discomfort and "imbalance" described as the pt had to force herself to read. No astigmatism was detected with an auto-refractometer. The iol was aligned with the axis but the optic of implant was 2 mm forward rotated. Pt was transferred to another facility who recommended a repositioning of implant in the bag. The surgeon also reported that a posterior capsular opacification started to occur in the bag and as a consequence an aberrometer could not be performed. Additional information has been reported.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).